Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a hyperglycemic event. Patient's mother reported that patient experienced a run-away hyperglycemic event that they were unable to control. Patient's mother called emergency medical technicians (emts) for intervention. Patient was admitted to a hospital and treated for hyperglycemia. Patient's mother stated that continuous glucose monitor (cgm) did alert patient to the event. There was no alleged device malfunction. At the time of contact, patient is in good health and is at home. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.